Event description:
Reportedly, the stent was deployed fine and on target. However, the inner mandrel detached from the handle and when removing the delivery system after stent deployment, the mandrel stayed on the wire, so had to remove the wire and lost wire access. No medical intervention or patient injury.

Manufacturer narrative:
Evaluation summary: the evaluation found a severe kink in the body tube at the distal edge of the strain relief. The handle was found to be in good condition. Further examination found that the hypotube has detached from the luer fitting on the proximal end of the handle. The luer was removed from the housing and found to have a white powder like substance inside the bond site. After analysis the substance was determined to be cynoacrylate like adhesive. The device should be bonded with a uv cured adhesive, and it is not possible to determine if the correct adhesive was used, because the uv adhesive is a cynoacrylate based adhesive. Device returned.